Event description:
The clinician reports the implant was inserted (B)(6) 2012 in ada 4. Details of surgery: sinus augmentation. On (B)(6) 2021, loss of osseointegration was verified. Patient presented with inadequate bone quality/quantity and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: infection, peri-implantitis, pain, swelling, bleeding and inflammation. No further patient complications were reported.